Manufacturer narrative:
As the exact date of the event in (B)(6) 2018 is unknown, (B)(6) 2018 will be used as the event date

Event description:
It was reported to gore that on an unknown date in (B)(6) 2018, during a multi-vessel vascular reconstruction procedure for treatment of the arteritis, a gore-tex® suture with size cv-7 was used in reconstructing the cervical vessel for suturing a gore® propaten® vascular graft to a 12mm x 30cm gore-tex® vascular graft with rings. The suture reportedly broke during knot tying.

Manufacturer narrative:
Original date of awareness reported as 8/28/2018. Corrected date of awareness-8/15/2018.